Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra valve was to be implanted in the aortic position via transfemoral approach using a commander delivery system and esheath+. After the delivery system balloon alignment while advancing the valve around the arch, the wire came out of the ventricle. The commander delivery system was carefully advanced over the wire into the ascending aorta. The physician was able to cross the valve and the delivery system slowly advanced over the wire until the tip of the delivery system was in the ventricle. The plan was to remove the wire and place a stiff wire in the ventricle. Once the wire was removed, the delivery system was advanced without the wire and punctured the ventricle. The patient was converted to open surgery. However, despite all efforts, the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Pre-procedural imagery was provided, and the following was observed: tortuosity, calcification and pre-existing stent/graft is present in the patient anatomy. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported puncture of the ventricle with the delivery system resulting in death was unable to be confirmed as no relevant device or imagery was provided for evaluation. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, there was no allegation or indication a product malfunction contributed to this event. Investigation results suggest that it is possible that the inadvertent advancement of the delivery system during wire exchange may have resulted in the tip of the delivery system contacting the ventricle resulting in the perforation reported. Available information suggests that use error (advancing delivery system without guidewire) may have contributed to the reported damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.